Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. A triclip was implanted successfully. The second triclip was placed, post deployment there was a single leaflet detachment from the lateral leaflet. An additional triclip was attempted to be placed however their was difficulty grasping the leaflets and difficulty with imaging was noted. The procedure was discontinued without implanting a third clip. The final tr remained at grade 4. There was no clinically significant delay reported.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment, as noted by the physician, is due to patient conditions (large gap in grasping zones). Image resolution poor is related to patient and procedural conditions as difficulties visualizing the clip was reported due to patient anatomy and the device being close to the first implanted clip. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.